Event description:
It was reported that during an unknown procedure, the device did not work. It was not reported how the procedure was completed. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Information not provided during initial contact. The device a and b were returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked the device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.